Manufacturer narrative:
All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: implantable epicardial cardioverter¿defibrillator-induced localized constrictive pericarditis. Interactive cardiovascular and thoracic surgery. 2018; 26(1):158-160. 10.1093/icvts/ivx183. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) patches. The article reports the patient presented to the hospital due to syncope. The patient was diagnosed with constrictive pericarditis and required removal of the epicardial ICD patches. The surface of the right ventricle and the inferoposterior wall of the left ventricle was noted by the author to be very hard because of severe, dense and calcified fibrosis around the patches. The patches were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received as a result of attempted follow up with the corresponding author.